Manufacturer narrative:
A ge oec service representative investigated the issue and adjusted the workstation monitors for proper brightness and contrast to restore image quality. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system had poor image quality on monitors.